Manufacturer narrative:
Concomitant medical products: product ID: 377645, lot# v013484, implanted: (B)(6) 2007, product type: lead. Product ID: 377645, lot# v012709, implanted: (B)(6) 2007, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The consumer reported that their implantable neurostimulator (ins) stopped working and was replaced. The patient's indications for use were cervical radiculopathy. No cause was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.